Manufacturer narrative:
The device was not returned to zoll medical japan. The battery was received for evaluation and found to be depletied. The cause of the battery depletion cannot be confirmed from the battery and log alone. Without the device, the audible alarm and gray status indicator cannot be verified. Device log files (dhf) are needed for full evaluation. Based on current info, claim is closed as battery depleted. It is recommended to replace the battery and provide the device logs for further analysis. Analysis of reports of this type has not identified an increase in trend,

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.